Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient's right ventricular (rv) lead had high thresholds, undersensing and the patient experienced phrenic nerve stimulation. Lead revision is planned for the future. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.